Manufacturer narrative:
(B)(4): approximate age of the device - 7 months.the device was not returned for evaluation. A direct correlation between the device and the reported embolic stroke could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. An outcome was received which indicated that the patient expired on (B)(6) 2015 due to an embolic stroke. The patient's son found the patient sitting in a chair slumped over and almost unresponsive. The son has last seen the patient 2 days prior to this event. The patient was taken to the emergency room (ed) and a CT scan taken showed a large right middle cerebral artery (mca) stroke. The stroke was severe enough that the neurologist felt the prognosis was very poor therefore no treatment ordered. Comfort care was initiated on (B)(6) 2015 which included turning off the lvad per the request of the family. The patient expired on (B)(6) 2015. The pump was reported to be functioning as intended with no alarms active. The neurologist felt that the anticoagulation therapy contributed to the embolic stoke. The pump will not be returned for evaluation. No further information was provided.